Event description:
Lap chole: "dr (B)(6) inserted the device into the pt and put the gallbladder into the bag. As he was taking the bag out of the pt, the bag tore."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a tear in the bag away from the seal. The bag showed signs of tension, clearly visible in the stretching near the tear. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use sate, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag movement." When the incision is enlarged, the specimen can be removed without incident. This document represents our initial/final report.